Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s son reported via phone call that the customer was hospitalized due to low blood glucose level on (B)(6) 2019. Customer also had diabetic ketoacidosis. Customer¿s blood glucose level was under 50 mg/dl, at the time of incidence. Customer reported that they treated with glucose and intravenous drip. Customer declined to troubleshoot, as they did not have the insulin pump. The insulin pump will not be returned for analysis.